Manufacturer narrative:
G5: 510k number is unknown. H3 - other: device is not available to be returned for investigation. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that while turning the patient, the yellow double stopcock device became disconnected between the two stopcocks. Three vasopressors were infusing at the time and the nurses involved in the turn had to quickly get another connector to continue to infuse vasopressors. The patients blood pressure did drop, and vasopressors had to be titrated up.